Manufacturer narrative:
S/w version 3.0 b. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08720 inches. The suspend feature working properly. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 900 mg/dl. The customer's current blood glucose was 98 mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.